Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a pocket revision, during which, the physician relocated the ipg. The patient was doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg. The patient underwent a pocket revision, during which, the physician relocated the ipg. The patient was doing well following the procedure.